Event description:
It was reported that failure to deflate and difficulty to remove a balloon occurred. The 70% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). A mustang pta balloon and then a 5.0mm x 100mm, 135cm ranger dcb balloon were advanced to dilate the target lesion. The ranger dcb was inflated for 2.5 minutes at 6 atmospheres inside the vessel wall, but was unable to deflate completely. The ranger was then inflated a second time at six atmospheres, but no improvement was made as the balloon was still unable to fully deflate, and could not be removed from the patient. The shaft of the device was then cut to release a little bit of pressure, which allowed the whole system to be removed, including the punctured sheath from the patient. The procedure was completed and no patient complications resulted in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 21cm from the tip. The inflation lumen is separated 135.9cm from the hub. The guidewire lumen is separated 16.2cm from the tip. The guidewire lumen is separated 133.3cm from the hub. There is buckling to the inflation lumen 11.2cm and 15cm from the tip. The inflation lumen is stretched 10.7cm from the tip and it goes all the way to the separation. The inflation lumen is stretched from 104.9cm to 113.2cm from the hub. There is another stretching of the inflation lumen at 115.5cm from the hub and goes all the way to the separation. There are kinks to the inflation lumen at 105cm and 119.5cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the balloon, inflation lumen, and guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that can potentially cause deflation issues.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that failure to deflate and difficulty to remove a balloon occurred. The 70% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). A mustang pta balloon and then a 5.0mm x 100mm, 135cm ranger dcb balloon were advanced to dilate the target lesion. The ranger dcb was inflated for 2.5 minutes at 6 atmospheres inside the vessel wall, but was unable to deflate completely. The ranger was then inflated a second time at six atmospheres, but no improvement was made as the balloon was still unable to fully deflate, and could not be removed from the patient. The shaft of the device was then cut to release a little bit of pressure, which allowed the whole system to be removed, including the punctured sheath from the patient. The procedure was completed and no patient complications resulted in relation to this event.